Manufacturer narrative:
A mfg review could not be performed as the lot number is unk; however, the last three lot numbers old to the customer for this product were reviewed. The lots met all release criteria. The investigation is inconclusive, as the sample was not returned for eval. The definitive root cause could not be determined based upon the available info.

Event description:
It was reported that two days after a breast tissue marker was implanted, the pt developed a rash that began at the feet and then spread to the chest within a day. The marker was surgically removed. Current status of the pt is unk.